Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was returned and evaluated by pathology laboratory. The explanted infrarenal aortic extension was returned partially inserted into the main body of the bifurcate device. The inner lumen of the device was occluded by an organized blood clot that occupied the implant from the infrarenal aortic extension to both limbs of the bifurcate. The graft material of the device was intact, with no tears or perforations. The stent struts did not exhibit any signs of fracture or disconnection. The bifurcate device overlapped the infrarenal implant by 5.0 cm. The medical director reviewed the pathology report from pathology laboratory and concluded that there was no evidence of device malfunction and the device functioned normally. In this case, the aortic extension in-folded and disrupted blood flow through the stent graft. The turbulent flow likely caused a thrombus to form, which gradually grew in size until the stent graft was occluded. In this case the reporting representative noted that in-folding was verified during a CT scan of the patient 23 days post index procedure. Occlusions are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.

Event description:
It was reported that approximately 23 days post implant of a bifurcated device and an infrarenal aortic extension the devices were explanted due to occlusion. Reportedly, the patient came to the emergency room complaining of abdominal pain. A computed tomography scan revealed a slight in-folding and occlusion of the infrarenal aortic extension. Reportedly, all the devices were explanted. It was reported the patient tolerated the procedure well.